Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer attempted troubleshooting steps provided by technical support, including confirming the pump was not plugged into a power source and attempting to reset it, but the display did not turn on. Technical support instructed the customer to charge the device using known working charging supplies, but the pump still failed to activate. As a result, technical support decided to replace the pump. The customer, whose device was under warranty, was informed to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address for the replacement and instructed the customer on how to put the defective pump into storage mode and return it using a prepaid label within ten days. The customer acknowledged all instructions provided.